Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection. A revision was performed and the crt-p along with the right ventricular (rv) lead were explanted while the left ventricular (lv) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: #mw5145831.